Event description:
Edwards received information that a bioprosthetic mitral valve was explanted after an implant duration of three (3) years due to calcification. It was reported that a non-edwards valve in the aortic position was also explanted during the same surgery. No further information was provided.

Manufacturer narrative:
Device was not returned. Additional manufacturer narrative: the device was not returned to edwards for evaluation. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Without return of the device or additional information the clinical observation cannot be confirmed and root cause is indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.